Event description:
Philips received a report from a customer that a sedated patient was scanned with the head neck coil for a cervical spin examination. After the examination the patient a blister of 1 cm in diameter was observed just above the upper lip.

Manufacturer narrative:
(B)(4). The investigation is ongoing on this event. When the investigation is completed a final report will be sent.